Event description:
It was reported "failure of the balloon to push properly into the descending aorta, termination of the procedure after withdrawal of the balloon". Additionally it was reported that to continue therapy, it was reported that the catheter was changed. The new catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4) the reported complaint for "failure of the balloon to push properly into the descending aorta" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "failure of the balloon to push properly into the descending aorta, termination of the procedure after withdrawal of the balloon". Additionally it was reported that to continue therapy, it was reported that the catheter was changed. The new catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".